Event description:
Upon interrogation of the pacemaker performed on (B)(6) 2013, two issues were reported: markers/egms issue was observed upon review of holter memories for a v burst episode dated (B)(6) 2012, 15:18 (egms and markers were incomplete); in this episode, the a channel disappeared upon activation of the zoom window. An explanation was requested.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside of the united states. Analysis is pending.